Manufacturer narrative:
Complaint sample was not returned and was unable to be evaluated against the reported event. DHR was reviewed and no discrepancies were found. The likely condition of the 9 returned pouches free of debris are conforming to specifications. The likely condition of the 7 parts found with the loose debris when they left zimmer biomet control is considered non-conforming based on the evaluation of the returned products. The loose blue particles likely came from the excess flash generated during the molding process of the mixing bowl and/or the trimming of the excess flash. The root cause of the reported issue is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01686, 0001822565-2020-01687, 0001822565-2020-01688, 0001822565-2020-01689, 0001822565-2020-01690, 0001822565-2020-01691, 0001822565-2020-01692, 0001822565-2020-01693, 0001822565-2020-01694, 0001822565-2020-01695, 0001822565-2020-01678, 0001822565-2020-01679, 0001822565-2020-01680, 0001822565-2020-01681, 0001822565-2020-01682, 0001822565-2020-01683, 0001822565-2020-01685, 0001822565-2020-01696, 0001822565-2020-01697, 0001822565-2020-01674, 0001822565-2020-01675, 0001822565-2020-01676, 0001822565-2020-01677, 0001822565-2020-01673.

Event description:
It has been reported that a foreign substance was found in the sterile packaging during warehouse investigation. It was reported that no further information is available.